Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. A mitraclip xtw had been previously implanted on june 15, 2022. It was noted that the patient returned for a second mitraclip procedure due to disease progression and that the previous clip was stable on both leaflets. A mitraclip xtw (40216a1006) was implanted medially and a mitraclip xtw (40220r2015) was implanted laterally to the previously implanted clip. To further reduce the mr, a third mitraclip xtw (40216a1010) was inserted, and grasping was performed. However, difficulties grasping and capturing the leaflets occurred. The leaflets came together above the annulus, and an attempt to grasp the leaflet was performed, but a tear in the posterior leaflet occurred. The clip was removed from the patient. The procedure was completed with two clips implanted. The mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping and capture appears to be related to patient conditions (leaflets coming together above the annulus). Unspecified tissue injury/damage (posterior leaflet tear) appears to be due to procedural conditions associated with positioning failure (grasping/capture issues). Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional cds0706-xtw device referenced in b5 is filed under separate medwatch report.